Manufacturer narrative:
Tw # (B)(4). A lot history record review was completed for lots 96255740, 96255736, and 96255732 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister, 5-pack (co2 + flushing system) during bypass surgery, the infusion bag in the pressure bag "exploded". Water spread throughout the operating room, over the surgical area and presumably also into the open thorax. It is not clear whether too much pressure on the pressure bag and/or a defect in the infusion bag were the cause. No serious consequences. All necessary and possible antisepsis measures were taken intraoperatively (administration of antibiotics through anesthesia, replacement of materials, surgical gowns and gloves). Cleaning of wet surfaces. There was a delay.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister, 5-pack (co2 + flushing system) during bypass surgery, the infusion bag in the pressure bag "exploded". Water spread throughout the operating room, over the surgical area and presumably also into the open thorax. It is not clear whether too much pressure on the pressure bag and/or a defect in the infusion bag were the cause. No serious consequences. All necessary and possible antisepsis measures were taken intraoperatively (administration of antibiotics through anesthesia, replacement of materials, surgical gowns and gloves). Cleaning of wet surfaces. No delay.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister, 5-pack (co2 + flushing system) during bypass surgery, the infusion bag in the pressure bag "exploded". Water spread throughout the operating room, over the surgical area and presumably also into the open thorax. It is not clear whether too much pressure on the pressure bag and/or a defect in the infusion bag were the cause. No serious consequences. All necessary and possible antisepsis measures were taken intraoperatively (administration of antibiotics through anesthesia, replacement of materials, surgical gowns and gloves). Cleaning of wet surfaces. There was a delay.

Manufacturer narrative:
Tw # (B)(4).